Event description:
It was reported patient experienced pain at the pocket site and patient was unable to get an MRI because one lead had high impedances on contacts 1-8. As such surgical intervention may be pending to address this issue.

Manufacturer narrative:
Section a4: patient weight is unknown. Section b3: date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the ipg and leads were explanted and replaced. Reportedly effective therapy was restored.